Manufacturer narrative:
Section h3 and h6 - device evaluation summary. A copy of a valve examination report was received from the medical devices agency in the u.k. On august 30, 1999. The valve was not returned to the MFR. An evaluation of the valve was completed by a laboratory in england at the request of the u.k. Medical devices agency. The valve was examined by optical microscopy using incident light illumination at magnifications of between 7x and 40x and by a scanning electron microscope at magnifications of 40x80x. The lab report indicated that the right leg of the outlet strut was found to have separated from the valve flange (termed a "single leg separation"). The left leg of the outlet strut was found to be intact. According to the report, "there were a number of grooves on the inner aspect contact between the disc and housing." The report also noted that the surfaces of the disc showed a normal pattern of wear and wear was seen on the inlet strut at the disc contact areas.

Event description:
According to an operative report forwarded to shiley from the initial reporter, the pt was admitted to the hosp for elective replacement of her bjork-shiley 60 degree convexo-concave mitral heart valve and replacement of her natural aortic heart valve. During surgery, it was observed that the "[m]itral prosthesis was partly well seated but had a paraprosthetic dehiscence between 1 o'clock and 3 o'clock, on the mitral annulus. The pt survived surgery and was discharged from the hosp on 7/9/1997.